Manufacturer narrative:
Unit was received with light moisture damage to keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with minor scratches on lcd window, cracked case at display window corners, broken reservoir tube lip and belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her son's insulin pump was exposed to water and there is fluid under the display. Customer does not recall any significant events leading to the error. Troubleshooting was done for fluid in pump but could no resolve. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.